Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the foreign material reported in the channel could not be confirmed; the device was found to meet specifications. The issue may be detected/prevented by following the instructions for use which states: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there was a foreign material in the channel of the gastrointestinal videoscope. This issue was found during preparation for use in an unspecified diagnostic procedure. There was no injury to the patient, and there was no delay in the procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not confirm the customer complaint. There was no foreign material found in the channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.